Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of diarrhea, hypokalemia, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services (bcs), the following information was reported. On an unreported date in (B)(6) 2012, the patient was hospitalized for an unspecified indication. The patient had diarrhea for 3 weeks. On (B)(6) 2012, the patient was diagnosed with and hospitalized for hypokalemia. On an unreported date, while at the hospital, the patient experienced peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The nurse assumed the cause of peritonitis was diarrhea. At the time of this report the patient was recovering from the events of hypokalemia and peritonitis. It was unknown if the patient recovered from the diarrhea. Per the nurse, the events of hypokalemia and peritonitis were unrelated to dianeal therapy. An opinion of causality was not reported for the event of diarrhea.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The specific product code for the transfer sets involved is unknown. The brand name, manufacture and 510k however have been provided in this MDR. A review of all batch record documents was performed h12f21058 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for this batch but there is no indication the exception is related to this event. A batch review was conducted for potentially associated lot numbers h11l14079, h12c12039, h12c30049, h12b29043 and h12a02018 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.